Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that the door open message. And readjusted rotor offset it was off very slightly. Replaced door sidewall switch and adjusted. Checked other door switches ok. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant said that gantry door is open. Site believed that probable cause was gantry switch malfunction. And report additional troubleshooting while on site, after turning on the system the collision zone warning was displayed on the pendant. Moved the gantry up and out, which cleared the collision zone warning but the door open message returned applied pressure to the sides of the gantry door with no effect. The sides of the door covers were just barely not flush with the rest of the gantry, and the plastic panels inside the door were just barely visible with roughly less than a 1/4 inch gap between the panels and the rest of the system. When the doors gap visibly decreased such that the panels appeared flush, but when pressure was released the gap reappeared. There was no patient involvement.